Event description:
The customer reported, the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and identified a part that needed to be replaced, but is no longer available through ge. Customer will order part through a third party. No conclusion can be drawn as repair info is not available.